Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 1ml of juvéderm® volift¿ with lidocaine. Approximately thirty days post injections, during the patient¿s follow up visit the hcp noticed ¿some nodules.¿ the hcp tried to smooth them out, but they were very hard. The patient reported taking a natural syrup and noticed their ¿lip swelling.¿ the hcp treated the patient with low-intensity laser therapy to control the edema and, until then, thought was "ok." Symptoms partially resolved. About two weeks later, the patient was treated with ¿hyaluronidase.¿ the hcp additionally reported that ¿when it happened on the lip, I imagined that it could be due to the anti-tetanus, so I removed it and had to do several sessions of hyaluronidase because it remained ¿granules¿and it didn't come out completely. I filled lip again with another product and nothing happened.¿ sometime the following year, the patient was injected in the ¿nasolabial fold¿ with 1ml of juvéderm® volift¿ with lidocaine. Approximately thirty days post injections, the patient experienced ¿very hard nodules in the nasolabial fold.¿ for these last adverse events no treatment information was provided. Symptoms status is unknown. This record relates to the 1st injections.